Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparoscopic procedure, the surgeon was able to squeeze the handle but the clip had a malformation. A new pack of clip was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos and one device. The first photo depicts the device in the blister packaging. The second photo and third photo depict three clips in a plastic bag on top of the tyvek lid, two clips are partially formed and the third clip was unformed. The instrument was received partially applied with five remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a device history record review was not be performed. If information is provided in the future, a supplemental report will be issued.